Manufacturer narrative:
Per manufacturer's evaluation: it was confirmed that the returned inner sheath 27050xa was repaired by a third party and it did not correspond to the karl storz specifications. The root cause therefore is unknown; however, ceramic beak detached from resectoscope could potentially be due to user error. There is no indication for a material or manufacturing related issue found during the investigation. IFU includes a warning of risk or injury: overloading the instrument by exerting too much force may cause the medical device to break, bend and malfunction, and consequently injure the patient.

Manufacturer narrative:
Device is in transit to factory.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): it is reported that during an emergency procedure on (B)(6) 2021, ceramic beak detached from resectoscope sheath and was unable to be retrieved during the procedure, as there was a large volume of blood from a clot occluding the endoscopic image. An additional resectoscope was used to complete the procedure, and the operating surgeon made decision not to retrieve at the time. A further revised procedure to retrieve the detached part occurred on (B)(6) 2021, whereby it was successfully retrieved. No extended hospitalisation necessary after initial procedure, however further procedure was required to retrieve. Ceramic beak retained in patient between (B)(6) 2021 and (B)(6) 2021.